Manufacturer narrative:
(B)(4).

Event description:
It was reported the device registered inappropriate auto mode switching episodes. Increased right ventricular threshold and declined r-wave sensing amplitude were also observed. The patient was asymptomatic. The cause of observed far r-wave oversensing may possibility be due to the increased right ventricular output. Right ventricular lead evaluation and a programming change were recommended. No further information is available.